Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unreadable due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer was advised to consult with health care provider regarding backup insulin therapy.